Event description:
A report was received that the patient felt uncomfortable with the placement of her ipg. The patient underwent a revision procedure wherein the location of the ipg was moved. The patient was doing well postoperatively.